Event description:
The pt was being prepped and draped under sterile fashion for a right heart catheterization. A sterile banded bag was opened to be used to cover the image intensifier above the pt. A box cutting razor blade was found on the inside of the sterile cover as it was packaged with the cover. It was found before reaching the pt and had no effect on the pt. The cover and razor blade were removed from the sterile field. Vendor contacted.